Event description:
It was reported via a hotline call from the rn in the cardiac intensive care unit (cicu) that there were helium loss alarms and blood in the driveline. The pt had blood flecks in the driveline immediately after insertion, but no alarms. The md made the decision at the time to continue pumping. The pt was admitted to the cicu and the blood flecks continued to move down the tubing towards the pump; still no alarms occured. The rn in the cicu, as well as the cardiology fellow, decided to. According to the rn the second tubing set now had blood close to the blue connector to the pump and according to the rn she had received approximately five possible helium loss alarms in the last 30 minutes. The clinical support specialist (css) told the rn that the intra-aortic balloon (iab) needed to be removed as this was indicative of a rupture / abrasion of the membrane. The css explained that the pump needed to be stopped and the tubing clamped and removed from the pump. The rn verbalized understanding of all and has someone else calling the fellow to come and remove the iab. The rn needed to end the call quickly. Additional info received stated that another css spoke to the clinical lead (cl) in the cicu and she stated that the cardiac fellow could not remove the iab at bedside. The pt was taken to the operating room for surgical removal. According to the cl the intra-aortic balloon pump (iabp) was not replaced and the pt was stable. The cl did not know the reason or time of the insertion, but said that the iab was placed sometime during the day on (B)(6) 2015 and the first removal attempt was a 0400 today ((B)(6) 2015). The cl said the rn did not note there appeared to be excess condensation in the driveline tubing. The rn said the iabp had been marked to be sent to biomed. Further info received on (B)(6) 2015 reported that the iab was inserted via the pt's femoral artery. The indications for iabp therapy use: post cath. The length of time in use prior to the event, described by the second css, was approximately 12 to 13 hours. Pump strips were generated, but are not available for review. The pt outcome was listed as stable. It was noted that the iabp used was an iap-0500, serial number (B)(4). An update received on 01/09/2015 from the css stated that she was on site on (B)(6) 2015 and did get to speak to the staff involved in the insertion of the iab and rn's caring for pt since the call. The cath lab staff stated there was no blood in the tubing or alarms while the pt was in ccl. They said insertion was uneventful. The rn's on the unit stated that there were brown flecks in the tubing (only the closest part to the pt) upon receipt of the pt in the cicu and ccl staff was called to investigate. The md was aware and felt this was due to blood that entered the driveline due to handling of the driveline. The pt went to the operating room for a cut down for removal with some femoral artery repair. The pt had no pedal pulses bilaterally, but they are able to be doppled. This was present prior to iab insertion also. The pt has been oob (out of bed), ambulating, off pressors and expected to be transferred out of cicu shortly . The css did stress with both the ccl and the cicu that any blood (brown, red) indicated in rupture, no matter color or amount.

Manufacturer narrative:
(B)(4).